Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lcx exhibiting 90% stenosis, severe calcification and tortuosity. No abnormalities were noted during inspection before use. During the surgery, the lesion was pre-dilated with a balloon 3 times at 13 atm for 8 seconds. 50% stenosis remained after the dilatation. It was reported that the device failed to cross the target lesion and the stent was noted to be deformed. The physician gave up the procedure. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be dislodged. It was confirmed that the dislodgement occurred in vitro. Evaluation summary: the device was returned for evaluation. The stent was not returned with the delivery system. The balloon had been previously inflated. Crimp impressions were visible along the balloon. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: severely calcified and tortuous lcx lesion with 50% stenosis. Stent deformation. (B)(4).